Event description:
During prep, there was no image ivus catheter when connected to the sled. The catheter and sled were exchanged, and they were able to obtain an image. This is an ongoing issue with the philips refinity ivus catheters and sleds - please refer to prior complaints under 469834 and 468121. There is no one lot number or sled that we can attribute these issues to. The vendor has confirmed that we are not the only institution that is experiencing these issues. Manufacturer response for catheter, volcano refinity short tip ivus catheter (per site reporter) according to the report, manufacturer notified.